Event description:
Country of complaint: (B)(6). Pt arrived at the doctor's office complaining of back pain. It was found that two pedicle screws (s4) were broken eight months after the procedure, which required a new surgical intervention.

Manufacturer narrative:
Eval ongoing.